Event description:
Per the customer, there was an issue re-registering the airo scan using point to point registration. Only six instruments were able to be registered during the procedure instead of eight instruments. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, there was an issue re-registering the airo scan using point to point registration. Only six instruments were able to be registered during the procedure instead of eight instruments. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: it was determined after receiving further clarification from the customer, this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. H3 other text : log files not submitted by customer for evaluation.